Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as painful and itchy. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended patient remove lv. Follow up indicated that the skin irritation improved.